Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 52-60 (mg/dl). Reportedly, customer's carbohydrate ratio had recently been adjusted by their clinical diabetes educator. Customer consumed a sugar pill and juice to treat bg level. Troubleshooting with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss recent settings adjustment.